Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad and one endeavor sprint rx drug-eluting stent implanted to the proximal circumflex. One day post index procedure, the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).